Event description:
It was reported that this pacemaker was part of system revision due to a pocket infection. Reportedly, the patient felt discomfort, pain, inflammation, edema and fluid discharge. No additional adverse patient effects were reported. The pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.